Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was interrogated prior to implant and a power on reset (por) warning message was observed. The ipg was not implanted and another ipg was used. No patient complications have been reported as a result of this event.